Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon was not opening up all the way. Radiopaque marker could not be visualized to confirm proper placement". Additional information states that the device was removed and not replaced. The patient's current condition is unknown. Please see associated MDR# 3010532612-2025-00345.

Manufacturer narrative:
(B)(4). The reported complaint that "balloon was not opening up all the way" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon was not opening up all the way. Radiopaque marker could not be visualized to confirm proper placement". Additional information states that the device was removed and not replaced. The patient's current condition is unknown. Please see associated MDR# 3010532612-2025-00345.